Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 500 mg/dl and large ketones identified as dangerous by healthcare provider; cause was unknown. Customer was treated with intravenous fluids of saline and insulin and a correction bolus via the pump was given to address the elevated bg. The customer was not released from the hospital at the time of reporting. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.